Event description:
The pt had an optease filter implanted prophylactically after sustaining a hip fracture. There was no other indication for filter placement. The filter was placed infra-renally via a right femoral approach, with only an ap view done on the venocavagram. After placement, the pt was given sub-cutaneous heparin, leading to a heparin-induced thrombocytopenia putting the pt into hyper-coagulable state. The pt subsequently experienced bilateral swelling in the legs and bilateral dvt due to caval occlusion secondary to thrombosis of the optease filter. An angiogram was performed, and the thrombus lysed. However, the damage was severe enough that the pt had to have both feet amputated. Despite multiple attempts to obtain additional information, none has been forthcoming.